Event description:
The patient was treated with flolan as an anticoagulant. When the syringe contained approximately 1 cc of flolan, the operator started the procedure to change the syringe. When the syringe was inserted in its holder and the plunger was raised to complete installation of the new syringe, the expected soft key confirm did not appear on the touch screen. When the operator tried to further raise the syringe, a grinding mechanical noise was heard. The operator then released the clamp that secures the line connecting the syringe with the prismaflex disposable set. The soft key confirm did not appear. A second attempt was made to install the syringe, by lowering the plunger to its lowest position and starting over again. The expected confirm soft key appeared and the syringe could be installed. As a result of the released clamp and the built up pressure in the syringe during the first attempt to install the syringe, an unintended 2ml bolus of flolan was delivered. The pt's blood pressure decreased to 53/30; 20mg ephedrine IV, 100ml pentaspan bolus, 200ml ns bolus provided. Levophed increased to 15mcg/mln. Blood pressure increased to 85/42, then returning to base line allowing levophed to be weaned to previous rate. Twenty four hours later, levophed requirements decreased and pt was stable. The pt continued to receive crrt treatment with no anticoagulant and no complications.

Manufacturer narrative:
The manufacturer has rec'd and reviewed the treatment data files related to the reported event. During the day of the reported event, repeated events are logged indicating initiation of the change syringe procedure. After the reported event, the machine was investigated by the hospitals biomed and everything was well within MFR's specifications. The machine was put back in service. The instructions for how to change the syringe indicate that the syringe line should be unclamped after the soft key confirm appears on the touch screen. The operator unclamped the syringe line before the soft key confirm appeared on the touch.